Manufacturer narrative:
(B)(4) device evaluation indicated that five cables were fractured at the bent/kinked section of the lead, at the clik anchor site 1 cm from the set screw mark. There were no exposed cables. In addition, e5 and e8 were exposed at the proximal, cables were not broken.

Event description:
A report was received that during product analysis, it was discovered that the lead was fractured. It was previously reported that device malfunction was suspected due to symptom of intermittent stimulation thus the devices were explanted.